Event description:
It was reported via patient that the inserted implant gets very hot during radiographing/ CT and mrt. Now she came back to stryker asking for information on constitution of the material/implant.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: actual device not evaluated.results: the customer reported event of the increasing in temperature of a xia screw during radiography/CT and mrt could not be confirmed. The screw remains implanted in the patient. Part number, lot number and description of the device that was causing the problem are unknown; therefore no evaluation possible.conclusion: failure mode could not be confirmed due to the absence of the device and lack of information.

Event description:
It was reported via patient that the inserted implant gets very hot during radiographing/ CT and mrt. Now she came back to stryker asking for information on constitution of the material/implant.